Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent undersensing during afib with rapid ventricular response (rvr). Boston scientific technical services (ts) discussed change in morphology with very small amplitude, changes with afib with rvr, etc. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent undersensing during afib with rapid ventricular response (rvr). Boston scientific technical services (ts) discussed change in morphology with very small amplitude, changes with afib with rvr, etc. This lead remains in service. No adverse patient effects were reported. Additional information indicated that this lead was explanted due to infection. No new lead was implanted. No additional adverse patient effects were reported.